Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip detached. A spiroflex® angiojet® thrombectomy set was selected for a stent graft thrombectomy procedure within the distal superficial femoral artery (sfa). The catheter would not work as an error message regarding saline supply displayed during preparation outside the patient. The bag appeared to be properly spiked. The system was reset, but the error message persisted. Another spiroflex® angiojet® thrombectomy set was selected. The device was advanced over the non-bsc embolic protection wire inside the patient. There were no issues reported with advancing the catheter over the wire. However, the account indicated that they thought it was possible that the catheter kinked outside the sheath while advancing through the lesion. Prior to activating thrombectomy, the tip of the device detached in the patient. The broken tip was snared and removed. The sheath was subsequently removed. The physician then accessed with an antegrade stick, 4fr micropuncture kit, and a diagnostic angiogram was taken. The physician elected to end the procedure with no thrombectomy performed. There were no further patient complications.